Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. Customer¿s blood glucose was 123, 81, 40, 30 71 and over 500 mg/dl. The customer was treated with the food. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Troubleshooting was performed for low blood glucose and declined for high blood glucose. The customer advised that manually overriding auto mode can lead to inaccurate auto mode treatment, and effect its accuracy. The insulin pump will not be returned for analysis.